Manufacturer narrative:
The troubleshooting that the ts consultant provided was shared with the clinic. The clinic will consider the suggestions and perform further follow up with the patient if deemed necessary. At this time, no further assistance from the boston scientific field representatives have been requested. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a normal patient follow up, it was noted that the pacemaker had recorded an atrial tachycardia response (atr) episode. The atr was appropriate but on the electrogram, it appeared that following a ventricular pace there was a ventricular sens marker; potentially indicating that there was a loss of capture. Data was sent to boston scientific technical services (ts) for review. A ts consultant discussed that what is being observed as a ventricular sense is actually a noncardiac artifact that is being oversensed and then resetting the timing cycle so that the device is pacing at 45 bpm, which is below the programmed lower rate limit at 50 bpm. A few times the signal fell within the blanking period and the timing cycle was not disrupted but most of the time, it is being sensed. Additional troubleshooting was discussed. No adverse patient effects were reported. The manufacturer, model, and serial information on the right ventricular (rv) lead is currently unknown.